Manufacturer narrative:
The closure top was returned for evaluation. The threads were found to be damaged. Based on the event description and the nature of the thread failure, it is likely the failure is due to misalignment between the closure top and pedicle screw tulip head. A review of the DHR did not identify any issues which would have contributed to this event.

Event description:
It was reported that during the procedure the threads of one closure tops were found damaged. It was removed and replaced with an alternate to complete the case, with no reported harm.